Event description:
It was reported that the patient's system was explanted for an unknown reason. No further information is available at this time.

Manufacturer narrative:
B3: event date is estimated.